Event description:
Caller reported a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the customer's pump would be replaced due to issues with consecutive cartridges. The customer was informed that the replacement pump would have updated software and was advised to use multiple daily injections (mdi) as a backup therapy. The customer received instructions to put the current pump into storage mode and return it using a provided box and label. They were reminded to do this within ten days to avoid charges. Furthermore, instructions were given for setting up the replacement pump, including programming settings and connecting their cgm. The customer understood and acknowledged all guidance provided.